Event description:
Event description guidant received information that this pacemaker, which has reached end of life (eol), displayed on the programmer upgrading factory parameters and no further testing could be performed.